Manufacturer narrative:
(B)(4).

Event description:
Received info of erosion of the device through the pt's skin six weeks post-operatively. The pt was diagnosed with (B)(6) so the ins and lead were explanted and disposed of by the hospital. The pt had good results from the device so the physician plans to reimplant the device system once the infection is cleared. The pt was reported as doing fine.